Manufacturer narrative:
A ge representative evaluated the system but has not yet reported the results. This (B) (4).

Event description:
The customer reported the on off button is not working. No patient injury was reported.